Event description:
Ous MDR - after an implantation time of approx 53 months, high impedance on the ventricular lead of more than 3000 ohm was reported. This incident was also directly reported to (B) (6) by (B) (6).

Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated, revealing the battery status mol 2. The device was implanted for 53 month and 29 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In the further course of analysis the impedance measurement function of the device was tested using different temperature environments and proved to be flawless. The analysis revealed no indications of a device malfunction. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.